Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported there was premature battery depletion over the past year. The patient noted that she had to charge for 3-4 hours to get to 100%, but then they battery died within an hour to the point where stimulation turned off. No environmental, external, or patient factors were reported that could have been related to the event. The patient noted a recent fall, but also noted that the battery was prematurely discharging prior to the fall. It was noted that no diagnostics or troubleshooting had been performed prior to the day of the report, but the rep was unable to read the battery as the patient had not charged the battery for several months and was in overdischarge. Interventions or actions taken to resolve the issue included scheduling a power on reset (por). The issue had not been resolved at the time of the report. It was noted that the patient's status at the time of the report was 'alive with no injury.' The patient's medical history included bilateral posterior thigh pain. No surgical intervention had been performed or planned related to these issues at the time of this report.

Event description:
Additional information was received from the rep. It was reported that three physician mode recharges were done and the device was not brought out of overdischarge. The patient reported having poor coupling in the past with a maximum of two to four bars. Antenna locate also showed poor coupling. The patient and physician opted for replacement instead of having the rep proceed with more count downs. It was noted that the date of the surgery was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.